Event description:
The customer reported to maquet that during a surgical intervention, while a nurse was attempting to reposition a cupola, the surgical light detached from the ceiling mounting tube. The falling components struck the patient on his right side from the forearm to the chin. The patient was sent for an examination. The hospital has not provided any details with respect to the patient resultant from this event. The surgeon was struck on his head, concussed and required two stitches. (B)(4). Ref. MFR report #9710055-2013-00034.